Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: deformation, fold creases, red and white particles on shell. And was observed after autoclave cycle: air voids between shell and gel and cloudy gel. A weight test of the explanted material was verified and it was within specification. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician.

Event description:
Healthcare professional reported right side "suspicion of rupture." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6.

Event description:
Healthcare professional reported right side "suspicion of rupture." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "suspicion of rupture." Device has been explanted.